Event description:
Feeling impaired knee flexion [joint range of motion decreased]. Voluminous effusion [joint effusion]. Case description: spontaneous report received on (B)(6) 2010 from a (B)(6) year-old female patient, initials (B)(6), with a medical history of right meniscus removal at the age of (B)(6) for discoid meniscus, gonarthritis, intense gonarthritis-related pain, previous synvisc injections, allergies to penicillin and "wood dust". The patient received the first synvisc injection on (B)(6) 2010 in one knee. On (B)(6) 2010, the patient experienced voluminous effusion in the knee. No concomitant therapy was taken at the time of the incident. There was neither pain, nor local hyperthermia of the knee, but the patient's effusion lead to a "feeling impaired knee flexion". The patient treated herself with an ice pack but the event did not improve. On (B)(6) 2010, she saw her rheumatologist. A second synvisc injection was not performed but a knee joint puncture was performed for diagnosis. Synovial fluid was clear and bacterial culture results were pending. No additional treatment was prescribed. On (B)(6) 2010, the patient reported that the effusion was still persisting and an appointment with the rheumatologist was scheduled for (B)(6) 2010. The synvisc lot number was unknown. No further information was provided. Additional information was received on (B)(6) 2010 from the original reporter. The patient stated that this was her first visco-supplementation series for the indication of moderate gonarthritis. Synovial fluid analysis: sterile, wbc (white bloods cells) = 4140/mm three with a majority of neutrophils. On (B)(6) 2010, the physician performed a second knee joint puncture and administered an injection of intra-articular corticosteroids. The patient felt that there was a very mild improvement. No further information was provided. Manufacturer's comment: the benefit/risk relationship of the product is not affected by this report.